Manufacturer narrative:
Additional information: h6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vtich13.2, -4.50/4.0/069 (sphere/cylinder/axis), implantable collamer lens tore during injection/delivery into the patient's right eye (od) on (B)(6) 2021. Partial lens stuck in cartridg. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted and removed intraoperatively on (B)(6) 2021. This resolved the problem. Cause of the event is reported as device. "Injector/cartridge not suitable for lens thickness."